Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager door was sagging, causing the lock to misalign and run into the bottom of the hasp. A field service engineer adjusted the hasp to correct the alignment. The system functioned as intended after the field service engineer repaired the device. E1. Other occupation - systems administrator (information technology).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple hardware failures when refrigerated medications were accessed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.